Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician had difficulty inserting the cat6 into another manufacturer's guide sheath. The cat6 became ovalized and was removed. The procedure continued using another manufacturer's guide sheath and an indigo system aspiration catheter 5 (cat5). There was no report of an adverse effect to the patient.